Manufacturer narrative:
(B)(4). Date sent: 09/21/2004. Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the device was inserted successfully, later in the operation. The surgeon saw a part of the seal inside the body. No patient consequences.